Event description:
A guide wire was placed via the left internal mammary artery towards the left anterior descending artery. The guide wire could not be guided to the desired place. A second guide wire of a different type was then placed next to the first guide wire, in hopes of placing it in the desired position. The second guide wire could not be placed either. The vessel anatomy was very tortuous and inhibited these wires from obtaining the goal. The balloon angioplasty procedure was never attempted and both guide wires were removed. Upon removal, it was noted that the first guide wire distal coil tip was unwound approx 10 cm. There was no pt involvement.